Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a motor vehicle accident the patient experienced ineffective and uncomfortable stimulation (described as shocks and zaps). Reprogramming was tried which resolved the issues. However, system diagnostics revealed multiple high impedances. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the stimulation was restored, hence the issue resolved.

Event description:
Additional information received identified patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was repositioned (reference MFR. Report# 1627487-2017-03462-001). No intervention was taken against the lead.